Event description:
It was reported that a pump was delivering an unknown medication from a primary bag instead of the intended secondary bag. It was also reported that there was no pt injury. No additional information was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom could not be reproduced during the evaluation. The pump was tested using the last secondary infusion parameters found in the history log using primary set and a secondary set with bag height set at the recommended in the operator manual. The test was conducted for 15 minutes where drips were found to be occurring in the second drip chamber. The unit passed flow rate testing and preventive maintenance procedure and was found to deliver within specification. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.